Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the atrial lead exhibited noise and low impedance. Programming change was discussed. There were no patient symptoms reported.

Event description:
New information received notes that programming change has not been made. The patient was stable.